Event description:
It was reported that the fiber was connected to the console and then it was noticed it was snapped and began lasing without the physician hitting the foot pedal during the ureteroscopy procedure. The fiber was unplugged, and another fiber was used to complete the case. There were no patient complications.

Event description:
It was reported that the fiber was connected to the console and then it was noticed it was snapped and began lasing without the physician hitting the foot pedal during the ureteroscopy procedure. The fiber was unplugged, and another fiber was used to complete the case. There were no patient complications.